Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there is not yet a date planned to see the patient regarding the resolution of the stimulation issues. The cause of the high and out of range impedances was unknown. The actions taken to resolve the issue were reprogramming on 2024-jun-27. Regarding if the issue has since been resolved, the manufacturer representative (rep) reported that they've had no new from the patient.

Manufacturer narrative:
G2. Foreign: belgium medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider and a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a symptoms return after some weeks of use. The patient describes movement of the stimulation area; variation of stimulation. There were no known environmental, external, and patient factors that may have caused the event. For diagnostics/troubleshooting performed they reprogrammed and took impedance measurements. For interventions/actions taken to resolve the issue they reprogrammed and "rx of the lead". The issue was not resolved at the time of the report. It¿s the patient's feeling that the stimulation is in the good area after each reprogramming but it seems to move (following patient). They have 2 electrodes with high impedances on the lead but they were not used. No dysfunction was visible on the ins and they think everything is working good. The patient and gp (general practitioner) were aggressive on mdt and pain team. It should work, but they think the ins is not working properly. No surgical intervention occurred nor was it planned. The patient was alive with no injury at the time of the report. Additional information was received from a manufacturer representative (rep). It was reported that they don't know the cause of the return of symptoms and stimulation area moving; they said that "adaptive stim is off but position seems to on ?". The actions taken to resolve the issue were reprogramming. The rep hasn't seen the patient since then regarding whether the issue resolved or not. It was reported that the electrodes with high impedances were not ever used in the patient's programming. The "rx" (x-ray) showed that the lead hasn't moved since the test implant. The provided information has been confirmed with the physician/account. From the session report, it could be seen in the impedance table that all electrodes paired with electrodes 2 and 4 had high impedances.